Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a shoulder arthroscopy, the device video picture quality became so poor that surgeon could not identify the proper anatomy. Due to the malfunction, the technique had to be changed from arthroscopic to open procedure. This malfunction increased significant time to the case causing open wound and additional anesthesia time. This malfunction has been reported that happened several times in the past but it is still unknown how many cases. No delay or patient injuries were reported.